Event description:
It was reported that the catheter perforated the urethra. Additional info has been requested but not yet received.

Manufacturer narrative:
No sample was returned for evaluation. The lot number is unk; therefore, the device history record could not be reviewed. The instructions for use state the following safety instructions: "warning: this product should never be connected to the temperature monitor or connected to a cable during an MRI procedure. Failure to follow this guideline may result in serious injury to the pt. Refer to instructions for use! It is important to closely follow these specific conditions that have been determined to permit the examination to be conducted safely. Any deviation may result in a serious injury to the pt." (B)(4).